Manufacturer narrative:
Summary of investigation: the review of the quality documents indicated that the lead met all the requirements of the specification during inspections. The analysis of the returned lead concludes that the cause of the report difficulty faced with the screw mechanism is due to the presence of the glue remnant inside the connector bearing, which could be causing friction with the inner pin and the connector bearing walls leading to the difficulties to rotate the connector pin. For these matters, ongoing improvement actions are carried out to prevent the re-occurrence. This complaint has been recorded for trending purposes. For more details, please refer to the report.

Event description:
Reportedly, during an implantation procedure attempt, when the physician checked the screw mechanism before inserting the lead into the patient body, he noticed that the screw mechanism was unusually difficult to turn. Subsequently, the lead was not used and a new lead was used.

Event description:
Reportedly, during an implantation procedure attempt, when the physician checked the screw mechanism before inserting the lead into the patient body, he noticed that the screw mechanism was unusually difficult to turn. Subsequently, the lead was not used and a new lead was used.